Event description:
(B)(4). My device was provided by my insurer. I am allergic to amoxicillin and sertraline. I had the essure implanted on (B)(6) 2012. Since implantation, I have had abdominal pain, pelvic pain and abdominal distension. The pain, etc started happening about once a month and progressively got worse. Now years later, I have extreme abdominal and pelvic pain every day and night. A year ago, it was happening about once every week. Now, my abdomen all the way up to my breasts and down to my vagina swells up (distension) and is very hard to the touch. Very similar to third trimester pregnancy. When measured two inches above belly button my abdomen is 56 inches vs what it was when I got the essure placed of 26 inches. The pain keeps me up at night. It feels like pulling, twisting, extreme pressure constantly and often feels like a stabbing sensation. I get dizzy if I stand for too long. Also it is always extremely painful to bend over for my abdomen.